Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the subject device gave error e101 which indicated that the temperature inside of the subject device had increased, and the safety mechanism was working. The facility completed the procedure using with subject device under the emergency lamp. In the evaluation of olympus (B)(4) (oekg) the following was confirmed; -the fan had been broken. -the examination lamp did not light up and the emergency lamp lit up. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the temperature switch activation due to the increasing the temperature inside the subject device by damage of the fan. The cause of the damage of fan might be the aging deterioration due to the long-term use. If additional information becomes available, this report will be supplemented.